Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the pediatric patient experienced dka. The cgm reading was low, but he was experiencing hyperglycemia that led to dka. The cgm was providing normal readings to low, and the pump would not allow him to provide any correction for hyperglycemia, the patient took bg readings. The patient self-treated with insulin injection, but it was too late to stop the diabetic ketoacidosis. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.